Manufacturer narrative:
The insulin pump was received with no button response due to a corroded keypad. There was no button error alarm during testing. The unit had moisture damage on the lcd board, a cracked belt clip slot, a cracked case near the display window corners, and minor scratches on the display window. Act.

Event description:
The customer called in to report a button error alarm. The customer reported moisture exposure to the insulin pump. The customer's blood glucose level was 136 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.